Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of a minicap extended life transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for approximately one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap on the dark blue female connector. A visual inspection with the naked eye and magnification noted a crack in the light blue main body causing separation from the female connector and main body. The reported separation was verified. The direct cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.